Event description:
It was reported that a pt with a large uterus underwent a robot-assisted hysterectomy procedure in 2009. During the procedure, the device was passed through the accessory port. There was poor visualization and the tip was not visualized. As the camera was angled, bleeding from an undetermined point was noted. It was visualized that the blade was extended beyond the protected sheath, though it was not activated and not rotating. There was significant bleeding. The procedure was taken off robot. The pt had hypotension and a laparotomy was performed. The distal aorta, the proximal bilateral common iliac artery, and the inferior vena cava (proximal to bifurcation) were found to be injured, and were repaired by a vascular surgeon and general surgeon. The pt received four units of packed cells, four units ffp and four units of platelets, and was transferred to the intensive care unit for forty-eight hours. Three days later, the pt was stable and remained hospitalized.

Manufacturer narrative:
Conclusion code: the device instructions for use caution that "the blade should be completely covered during insertion and removal of the instrument. Exercise care when inserting or removing the instrument. Insertion and removal of the instrument should be performed under direct visualization at all times."